Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation under the rear therapy electrodes. The patient's physician instructed the patient to remove the device when it was bothering him. The patient also began to use an unknown cream on the irritation. The patient reported that the irritation improved.